Event description:
It was reported that the insulin pump did not alarm no delivery when the cannula was bent in half, and the customer was experiencing high blood glucose. The blood glucose reading at time of call was 138mg/dl. While troubleshooting the caller stated that the alarm was solved by changing a complete infusion set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.